Event description:
Complainant alleged that the device displayed a "check electrodes" message when attached to a patient (age and gender unknown). Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.